Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop, the patient data flickers on for a moment, before reverting to the blank "admit' button. At this point they rebooted the central, but what should have been a simple reboot turned into a reboot loop, with the cns getting to the 6000 series splash page, and the led's cycling through the four boot colors, before shutting down and rebooting from the bios screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references field # (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop, the patient data flickers on for a moment, before reverting to the blank "admit' button. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop, the patient data flickers on for a moment, before reverting to the blank "admit' button. At this point they rebooted the central, but what should have been a simple reboot turned into a reboot loop, with the cns getting to the 6000 series splash page, and the led's cycling through the four boot colors, before shutting down and rebooting from the bios screen. No patient harm was reported. Nihon kohden shipped an exchange unit to the customer.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop, the patient data flickers on for a moment, before reverting to the blank "admit' button. At this point they rebooted the central, but what should have been a simple reboot turned into a reboot loop, with the cns getting to the 6000 series splash page, and the led's cycling through the four boot colors, before shutting down and rebooting from the bios screen. No patient harm was reported. Nihon kohden shipped an exchange unit to the customer. Investigation conclusion: this device was first installed at the facility in 3/2019. Irc-nka300246318 concluded that the issue of boot loop was occurring due to an abnormality with the hdd. As the logs provided cannot reveal the cause of the abnormality, root cause cannot be determined. Due to the age of the device, the root cause is most likely due to wear and tear on the hdd as it is a mechanical component which can degrade as it is used. A CAPA is not required as the issue of boot loop is unlikely to be related to a manufacturing or design deficiency, a further action is not warranted. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g5 g7 h2 h7 h9. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 1st attempt: may 21, 2021 - email sent via outlook to customer for information in fields a2-a6, b6 & b7. No reply received. 2nd attempt:june 3, 2021 - email sent via outlook to customer for information in fields a2-a6, b6 & b7. No reply received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H4 device manufacturer date h6 event problem and evaluation codes h10 additional manufacturer narrative.